Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported by the patient's spouse that the patient is deceased and that the device system contributed to the death. It was also reported that the patient suffered a hematoma after implant of the implantable cardioverter defibrillator (ICD). Further review of the manufacturer's database indicated the patient died approximately 3 weeks after implant of the device system. The cause of death has been requested and not received.